Event description:
It was reported that bd nexiva single port leaked. The following information was provided by the initial reporter: when inserting the catheter after removing the needle, there is a flow of blood.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E. Email provided exceeds character limit: (B)(6).

Manufacturer narrative:
Additional information: details added to b5. Investigation results: the complaint of a leak at the septum was confirmed and the cause was determined to be manufacturing related. One 20g nexiva device from lot #3220065 was provided for investigation. What appeared to be blood residue was noted between the septum cannister and the catheter adapter. The cannister appeared to be deformed and damaged, which likely occurred during assembly. The appropriate manufacturing personnel were notified of this complaint. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
Additional information: no harm to users. The catheters remained functional.